Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratched display window. The insulin pump received cracked case at display window corner. The insulin pump received with cracked reservoir tube lip.